Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was treating patient with the arctic sun device, was in maintenance phase of hypothermia therapy, and the device intermittently made a loud squealing noise. Nurse confirmed that the device was working appropriately. The patient temperature was 32.9c, water temperature was 30.3c, flow rate was 3.6lpm. Nurse thought that it would happen most frequently when the water temperature was increasing. Mss advised that it was possibly the heater, mixing pump, or circulation pump. Nurse dusted off the back of the device and checked all connections and fittings. There was no squealing noise while on the call. Also advised that they should sent this unit to biomed for evaluation especially since the patient would need to be rewarmed after maintenance. Advised to send the device to biomed after this case if not sooner. Per follow up information received via phone on (B)(6) 2022, initial reporter stated that the device was sent to biomed and there were no patient injuries. It was unknown if patient completed therapy. The device was coming in for service and repair after having several issues with device. Per sample evaluation results received on (B)(6) 2022 , it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause; supplier ¿ root cause : inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device was evaluated upon receipt. The neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. The main ac voltage card was replaced preventatively. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The labeling review is not required because labeling could not have prevented this issue. Corrections: g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the nurse was treating patient with the arctic sun device, was in maintenance phase of hypothermia therapy, and the device intermittently made a loud squealing noise. Nurse confirmed that the device was working appropriately. The patient temperature was 32.9c, water temperature was 30.3c, flow rate was 3.6lpm. Nurse thought that it would happen most frequently when the water temperature was increasing. Mss advised that it was possibly the heater, mixing pump, or circulation pump. Nurse dusted off the back of the device and checked all connections and fittings. There was no squealing noise while on the call. Also advised that they should sent this unit to biomed for evaluation especially since the patient would need to be rewarmed after maintenance. Advised to send the device to biomed after this case if not sooner. Per follow up information received via phone on 28jul2022, initial reporter stated that the device was sent to biomed and there were no patient injuries. It was unknown if patient completed therapy. The device was coming in for service and repair after having several issues with device. Per sample evaluation results received on 03aug2022, it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting.